Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one customer sample was returned for evaluation. Inspection of the returned sample confirmed a hole in the tubing at the np end. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4308838. Conclusion: a root cause could not be determined. Refer to (B)(4).

Event description:
It was reported that a 21 g x .75 in bd vacutainer® winged safety push button blood collection set was contaminated. Inspection of the returned sample confirmed a hole in the tubing at the np end. No serious injury or medical intervention reported.